Event description:
It was reported that during treatment the exudate was leaking from the dressing. The dressing does not stock. This incident did not caused an adverse event.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation, however photos have been provided and reviewed. The photos did not provide information to show that exudate had leaked from the dressing, therefore, we have been unable to establish a relationship between the event reported and the device or determine a root cause on this occasion. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint event history for the reported event has been reviewed, revealing further instances. Clinical investigation reports, the supplied photos provided have been reviewed and assessed. The treatment therapy delivered including the topical cream and barrier spray reportedly resolved the maceration, excoriation, and the exudate that was leaking from dressing and would not stick. Given that the remedies for treatment on the wound area resolved the issues no further clinical assessment is warranted at this time. Although a definitive root cause could not be established, the IFU contains adequate warnings/cautions in relation to the use. The IFU states that the dressing should be worn for no more than 7 days, depending on condition of the wound and the surrounding skin or until exudate is visible and approaches to within 0.5cm of the edge of the dressing pad, whichever is sooner. This investigation has now been closed with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.